Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for frequent low flow alarms. The patient was chronically anemic and was also experiencing dizziness. The patient was implanted in 2019, so a chest computed tomography (CT) scan was performed to check for outflow graft (ofg) obstruction. The CT scan was positive. On (B)(6) 2024 the patient was taken to the operating room (or) for subcostal ofg bend relief revision. The patient's flows were 2.8lpm but then returned to normal at 5.8lpm immediately once the bend relief was open and biomaterial was removed. The operation note report stated that a large majority of the anterior aspect of the bend relief was excised. The patient's incision was closed and the left ventricular assist device (lvad) equipment was operating as intended. No new alarms were noted.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted computed tomography (CT) images confirmed extrinsic outflow graft obstruction (eogo); however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted CT images showed a deformation of the outflow graft under the outflow graft bend relief, which appeared consistent with eogo. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.